Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device returned a "no shock advised" prompt for a rhythm the biomed believed was shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The logs do not support the complaint, as there is no clinical data indicating multiple analyses or shock deliveries around the event date. It appears the device may have not recorded the rescue. Upon testing, the device successfully acquired a signal, analyzed a rhythm, and confirmed log activity, no faults were detected. Functional testing showed no errors or failures. AED impedance and energy test results were within acceptable limits. Internal inspection revealed no damaged components, disconnects, or burns. The device was determined to be functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.